Event description:
Emergency room (ER) nurse wrote - "we opened up a 20g bd nexiva 1.25 inch IV and the catheter/needle was extremely long, much longer than 1.25 inch. We checked all of the same lot number that we could find and did not find any other." Not used, placed back in package and sent to safety officer. Held in my office if bd decides to retrieve for evaluation. Bd notified of this today.